Event description:
It was reported that during the right ventricular lead change out, the atrial lead was explanted due to noise. The lead was replaced.

Manufacturer narrative:
Final analysis found that four proximal coil filars were fractured at 28.0 cm from the connector pin and all three distal coils were fractured at the same location caused by clavicular crush. The distal insulation was abraded at 13.4 cm from the connector pin due to friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.